Manufacturer narrative:
The insulin pump had intermittent button/keypad due to moisture damage on button and keypad trace.

Event description:
The customer reported via phone call that they received up arrow button was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.